Manufacturer narrative:
The device has not been returned to the manufacturer for investigation. A follow up report will be made if the product is returned, and if the investigation requires.

Event description:
It was reported that during preventative maintenance, the technician found that the device overheated. There was no pt involvement and no adverse consequences reported.